Event description:
It was reported the patient experienced both a surging sensation and no stimulation sensation. It was stated the patient felt ¿sputtering¿ and then little to no stimulation. This occurred the day following the implant. It was further noted that when the patient pressed down, they would feel stimulation, and then it would stop. The issue would occur on both groups a and b and both leads were affected. Impedances were normal. About a week later, it was indicated that there was an attempt to program around the electrodes that seemed to be affected by the sputtering. The programs worked, but still seemed to ¿fade¿ when the patient leaned back. The patient eventually again felt the ¿starting/stopping¿ sensation on the new programs and therapy was only ¿somewhat¿ effective. It was added the patient was also unable to recharge as the recharger had not been able to detect the battery. Information received the week following, indicated that when the patient would get strong surges they would have to turn it down low. The stimulation would then ¿drop off and then come back on. The surging would travel to the patient¿s left leg. Adaptive stimulation was not enabled. This would occur randomly and was not related to positional changes. In addition, coupling was unable to be achieved. An x-ray showed that the implantable neurostimulator (ins) was in the correct location in the pocket. Using antenna locate, 6-8 coupling bars were achieved. At this time, the stimulation was on, but the patient did not feel it. The issue had not gotten better or worse, however, it was noted the patient would get relief in the correct location (right lower leg) when it was working. A ¿sharp, zigging¿ on the right side by the kidney was also noted. It was clarified that pressing on the pocket area would cause a surge, and it appeared there was a connection issue between the lead and ins. The following day, it was reported that the ins was to be replaced on (B)(6) 2013. Four days later, it was added that the ins was not flipped and was properly placed. It was ultimately decided that the ins was to be replaced due to inadequate pain relief from the unreliable stimulation. Additional information has been requested, a follow up report will be sent if additional information is received.

Manufacturer narrative:
Analysis of the implantable neurostimulator (ins) (B)(4) found no anomaly.

Event description:
Additional information received indicated the issues with the device were also described as a shocking sensation. The patient felt like they were being ¿shocked¿ when stimulation would ¿kick back on,¿ even when at a low voltage. Palpating the pocket produced a ¿shock¿ that tracked up the pocket and towards the kidney. Troubleshooting included taking x-rays and enabling adaptive stimulation to determine if that would help with the ¿sputtering¿ and ¿random turning off and on¿ of stimulation. The device was ultimately explanted on (B)(6) 2013. After the device was explanted, both the impedances and stimulation were checked with a multi-lead trialing cable. There were no issues and no interruptions in stimulation. The new device was then implanted and the impedances were again within normal limits. The new device was working and providing adequate therapy. The following day it was noted there were no ¿visible¿ malfunctions at the time of explant. The patient was doing well and had none of the previous issues.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Product ID: 37746, serial# (B)(4), product type: programmer. Patient product ID: 37754, serial# (B)(4), product type: recharger. Product ID: 3778-60, serial# (B)(4), implanted: (B)(6) 2013, product type: lead. Product ID: 3778-60, serial# (B)(4), implanted: (B)(6) 2013, product type: lead. (B)(4).